Manufacturer narrative:
(B)(4). No sample will be returned for eval.

Event description:
It was reported that in the ICU, the pt developed redness and discomfort at the insertion site. As a result, the catheter was removed a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.